Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not power on. The cause was isolated to the power pcb assembly. The device can no longer be repaired. The customer was offered a replacement device.

Event description:
A customer had sent in their device for service. During inspection, stryker observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10, returned to manufacturer on of the initial medwatch report indicates stryker evaluated the customer's device and observed that the device would not power on. The cause was isolated to the power pcb assembly. The device can no longer be repaired. The customer was offered a replacement device.

Event description:
A customer had sent in their device for service. During inspection, stryker observed that the device would not power on. There was no patient use associated with the reported event.